Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: articuleze m head 36mm +1.5 hip femoral head; pinnacle mtl ins neut36idx52od hip acetabular liner; pinnacle mtl ins neut36idx52od hip acetabular cup; summit por taper sz5 std off hip femoral stem. (B)(6).

Event description:
Complaint description: der states conversion of metal on metal liner to ceramic on poly. Reopened due to receipt of pinnacle metal on metal litigation. Litigation alleges injury, pain, discomfort, inflammation, mental anguish, loss of mobility, loss of range of motion, distress, disfigurement, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner cause large amounts of toxic cobalt-chromium metal ions and particles to be released into patients blood, tissue, and bone surrounding the implant.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect  a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. Patient code: no code available ((B)(4)) used to capture the surgical intervention and medical device removal.

Event description:
Pfs alleges difficulty walking and fall. After review of medical records, revision notes indicated a modest amount of gray stained fluid around the hip, a moderate amount of reactive gray stained synovium was noted, corrosion of the head and neck junction also was noted, there was no obvious wear of liner.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
Ppf alleges pseudotumor.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null device history batch : null device history review : null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.